Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5146268, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had what appears to be some induration. Symptoms of tenderness and yellowish whitish coloration around the leads were noted but no pus was extravasated. The physician not able to extrude anything from the lead site and just washed the area with chloraprep, placed some bacitracin over the punctured sites and placed band-aids on.